Event description:
It was reported that the patient was feeling discomfort with ipg. The patient underwent revision procedure wherein the battery was moved up and still implanted in the patients body. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred for a while from the date the manufacturer was made aware.